Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped and replaced due to over-sensing on (B)(6) 2020. No patient condition was reported. Additional information was requested but not received.

Event description:
Additional information received indicated the patient presented to the clinic after receiving multiple shocks from their device. The over-sensing previously reported was determined to be due to noise on the right ventricular (rv) lead. The patient was stable throughout the revision.